Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 223 pg/ml. The repeat result was 12 pg/ml. Subsequent samples from the same patient showed results of 9 pg/ml and 16 pg/ml.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had multiple sample-related alarms. The analyzer's sample foam detection (sfd) images showed that the instrument surfaces and the active gripper wheels are covered with dirt; the reported patient sample had white particulate matter and foam; and the other patient samples had sample abnormalities. The investigation determined the event was consistent with suboptimal sample quality. A general reagent problem was not detected because the qc before the event was within ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem.